Manufacturer narrative:
Model number/catalog number: sc-9218-15, serial number: (B)(4), batch/lot number: 7027451/7029782, model/catalog description: precision m8 adapter 15cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an unknown back surgery wherein when the ipg pocket was opened, the patient developed an infection which spilled over into the patients bloodstream and developed cellulitis. It was unknown whether infection was device or procedure related. The patient underwent an explant procedure and currently in the hospital.

Event description:
A report was received that the patient underwent an unknown back surgery wherein when the ipg pocket was opened, the patient developed an infection which spilled over into the patients bloodstream and developed cellulitis. It was unknown whether infection was device or procedure related. The patient underwent an explant procedure and currently in the hospital.

Manufacturer narrative:
Additional information was received that the cellulitis was procedure related and the device was explanted an hour after it was implanted.